Event description:
Received information reporting, the ins displayed a power on reset mode. Later, it reached battery depletion much earlier than expected. Stimulation parameters:(B)(4).

Manufacturer narrative:
(B)(4).